Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately displayed an "attach pads" message. Complainant indicated that there was a delay in treatment to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and the device's flex interconnection circuit was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.